Event description:
It was reported that there was oversensing and an apparent coil fracture. The device was explanted, and the pace/sense portion of the lead was abandoned and replaced. No patient complications were reported as a result of this event. Further information received indicates that there was high impedance of the high voltage coils. It was recommended that the threshold be increased to 130 ohms.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Correction: added other devices. Evaluation summary: (B)(4) no anomalies found. (B)(4), 2010 evaluation summary (B)(4); (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device recorded a patient alert due to defibrillation circuit resistance of 102 ohms on (B)(4), 2010 exceeding the physician set alarm hi limit of 100 ohms.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: pjl234200h no anomalies found

Event description:
It was reported that there was oversensing, and an apparent coil fracture. The device was explanted, and the pace/sense portion of the lead was abandoned and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that there was oversensing, and an apparent coil fracture. The device was explanted, and the pace/sense portion of the lead was abandoned and replaced. No patient complications were reported as a result of this event. Further information received indicates that there was high impedance of the high voltage coils. It was recommended that the threshold be increased to 130 ohms.